Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 3.62 miu/ml. The repeat result on (B)(6) 2014 was 1051 miu/ml. The repeat result was believed to be correct and reported outside the laboratory. No adverse event was reported. The hcg+ss reagent lot number was 173268. The expiration date was (B)(6) 2014. It was noted the diameter and height of the tube used might have been outside of specifications. The field service engineer could not find a problem. He cleaned the tube and checked the probe positions and liquid level detection (lld) voltages. He updated the s/r z belt.